Event description:
Patient was revised on (B)(6) 2022 for an alleged infection. During this revision surgery the following implants were explanted: eleos proximal tibia 87mm, eleos male-female midsection 50mm, eleos tibial poly spacer 8mm, and eleos tibial hinge component w/ rotational stop. During this revision surgery the following implants were implanted: eleos proximal tibia 87mm, eleos male-female midsection 50mm, eleos tibial poly spacer 8mm, and eleos tibial hinge component w/ rotational stop. After this revision surgery the following implants remain implanted: eleos resurfacing femur axial pin size 2. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. Mulitple mdrs were submitted for this adverse event: 3013450937-2022-00105, 3013450937-2022-00106, 3013450937-2022-00107 and 3013450937-2022-00109. The following MDR was also submitted for this patient: 3013450937-2022-00030.

Event description:
Patient was revised on (B)(6) 2022 for an alleged infection. During this revision surgery the following implants were explanted: eleos proximal tibia 87mm, eleos male-female midsection 50mm, eleos tibial poly spacer 8mm, and eleos tibial hinge component w/ rotational stop. During this revision surgery the following implants were implanted: eleos proximal tibia 87mm, eleos male-female midsection 50mm, eleos tibial poly spacer 8mm, and eleos tibial hinge component w/ rotational stop. After this revision surgery the following implants remain implanted: eleos resurfacing femur axial pin size 2. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4117: device not accessible for testing. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.